Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a broken pinch valve (vl14b) which prevented the removal of clenz solution from the system during the startup cycle. The fse replaced pinch valve vl14b and its actuator to resolve the reported issue. (B)(4).

Event description:
The customer reported white blood cell (wbc) failures on startup as well as hemoglobin (hgb) voltage failures involving a coulter lh 780 hematology analyzer. The customer troubleshooted the instrument, but could not resolve the issue. There were no erroneous patient results generated. Patient treatment was not impacted in connection with this event.